Event description:
It was reported the tip of the tissue marker came off when removing the introducer after the marker was deployed during a breast biopsy. The doctor and patient elected to leave the tip in breast.